Event description:
It was reported that during an unspecified procedure, a stent dislodgement occurred. The lesion being treated was located in the left anterior descending (lad) coronary artery. While attempting to deploy the stent, it was noted that the stent was not on the delivery device. The stent was located in the touhey under x-ray. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "okay".